Manufacturer narrative:
The date of the event was reported as ¿approximately 2 years ago¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified number of extension sets disconnected during an unknown process step. The primary tubing disconnected from the hub during a surgical procedure. The nurse reattached the set and continued with an unspecified surgery. There was no patient injury or medical intervention associated with this event. No additional information is available.